Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. It was determined that the solenoid driver board was the source of the problem. To fix the issue, the solenoid driver board was replaced, and the iabp was checked and worked to factory specifications. The iabp was released for clinical use.

Event description:
It was reported that when the clinical staff tried to turn on the cs300 intra-aortic balloon pump (iabp) before a procedure, it didn't turn on, and only the power supply fan worked. There was no patient involvement and no adverse event was reported.